Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 rotameter is damaged. The o2 proportioning assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the o2/n2o proportionality function is not working. There was no report of patient involvement.